Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was unable to reproduce the reported "fiber optics not recognized" issue. The stm performed the "fiber optics test" and all parameters were within specifications. All functional and safety checks and calibration validation were performed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. Full name of initial reporter: (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) exhibited a "fiber optics not recognized" error. There was no patient harm an no adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aoritc balloon pump (iabp) exhibited a "fiber optics not recognized" error. There was no patient harm an no adverse event was reported.